Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The pt reported that the meter fails the checkstrip test. The meter allegedly fails calibration lot. The pt's result from the meter was 91mg/dl. The checkstrip result was 80mg/dl and 79mg/dl. There was no result obtained from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. No further info has been reported.